Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming no disposable attached. It was reported the pump was beeping and the nurse charted that the pump had completed early according to the program, the starting volume was 110 ml with a rate of 2.4 ml.hr., however there was 8.4 ml remaining. No additional information is available at this time.